Event description:
It was reported that, the hub on the end of the extension line was found broken after 5 days of usage on the patient. It is unlikely that the breakage was caused by the patient.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the proximal extension line had separated directly adjacent to the luer hub. The point of separation appeared rough and jagged indicating that undue force likely caused or contributed to this event. Additionally, a portion of the extension line was still inside the luer hub. The outer diameter measured 2.17mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion graphic. The inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the proximal extension line extrusion graphic. A manual tug test confirmed that the distal extension line was secure within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated directly adjacent to the luer hub. Additionally, a portion of the extension line was still inside the luer hub. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the hub on the end of the extension line was found broken after 5 days of usage on the patient. It is unlikely that the breakage was caused by the patient.